Event description:
In a colon resection procedure, during the firing of a plcr75b reload via an idrivec and plc75, the reload failed to completely transect or completely staple the tissue. Another plcr75b reload was used to complete the case.

Manufacturer narrative:
Patient's weight and age are unknown. "999" and "000" are merely placeholders. Visual inspection showed that the plcr75b reload completed about one-third of its firing sequence; the shuttle was stalled at about one-third of its travel. Disassembly of the device showed that three of the right-hand side pushers were damaged, resulting in the stalled shuttle. Damage to the pushers could have been caused by the reload being clamped on a hard object, but this could not be definitively determined. This kind of pusher damage is unusual, and will be monitored.